Event description:
A pt reported blood glucose results of 173 mg/dl and 487 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated different of these glucose results exceeds the expected value of <20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precison.